Event description:
A fragment of a ureteral stent broke off during removal in the operating room. This is an infant with severe right upper pole hydroureteronephrosis who had a right sided ureteral stent placed a month ago. The patient returned to the or on last week for a planned right stent removal. Upon removal of the stent, the surgeon noted a portion of the stent to be missing. Fluoroscopy was brought to the operating room and the fragment was visualized in the mid to distal ureter. While remaining under anesthesia an attempt was made to remove the fragment in operating room which was unsuccessful. The patient went to interventional radiology where an attempt was made but was also unsuccessful. Ultimately, the patient then returned to the or for an open ureterotomy where the fragment was removed. The patient remained under anesthesia for the entirety of the above attempts. A nephrostomy tube was left indwelling, and the patient was admitted for observation and is currently doing well. This event is being classified as not a safety event as no gaps have been identified that would have been contributory to this defect. The event has been disclosed to the family. Both portions of the stent were sent to pathology post-procedure. There is concern for potential product defect as this stent was only in place for 4 weeks.